Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pre-syncopal episode. The right ventricular (rv) lead exhibited high impedance, oversensing, loss of capture, a polarity switch and a confirmed fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.